Manufacturer narrative:
H10: additional information in d10. H3, h6. The real intelligence foot pedal, part number rob10026, serial number sn383, used for treatment was not returned for evaluation. An image was provided. The reported problem could not be confirmed with a visual inspection. Image only shows the passed kpc test. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d) section 'understanding touch screen & foot pedal functionality' for proper handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an intermittent connection to the console.. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, after a successful calibration, test spin, and registration using the black foot pedal, the orange real intelligence foot pedal would not activate the robotic drill. Once the drill came into contact with the surface of the bone, it would expose, but it would not spin. New bur and new handpiece used and recalibrated, but the bur would not spin. The surgery was completed after a non-significant delay with manual instrumentation. Afterward, the foot pedal was tested with a kpc test and no errors displayed. The bur worked during diagnostics. No injuries were reported.